Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the letter or to match the events reported with previously reported events. At this time, no additional information was available, additional information has been requested.

Event description:
Literature: gilbert jw, wheeler gr, mick ge, herder sl, richardson gb. Paraparesis following spinal cord stimulator trial, implantation and revision. Pain physician. Dec 2010;13(6):e377. Summary: the authors describe one case study involving a spinal cord stimulator. Reportable event: the authors report one case of paraparesis linked to spinal cord stimulator implantation. The patient presented to a local hospital with a delayed epidural abscess from a stimulator implanted years before by another provider. The patient had urinary retention, 2/5 movement in one toe, and complete midthoracic block on computer tomography (CT) myelogram. The patient underwent thoracic laminectomy resulting in a positive uneventful outcome.